Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
It was reported that a patient was on impella 5.5. During support, it was reported that system heparin was on hold due to chest tube bleeding. The next day, it was noted that chest tube output increased and bleeding was from the dialysis line. Electrolytes were received. One unit of platelets, one unit of cryoprecipitate, one unit of red blood cell, and one unit of fresh frozen plasma were given. Additionally, the patient developed left upper extremity (lue) ischemia that had progressively worsened. The registered nurse noted that the lue was done the day before, and there was no evidence of thrombus. The impella graft was on the ascending aorta and right supraclavicular exit. No lines were currently in the lue. It is unknown if there was an art line in place in lue at any time. There was a call regarding the purge flow blocked. They had been watching closely since the purge flow had been around 3 milliters per hour. The team had switched; the purge cassette and flow improved slightly to 1.8-2 milliters per hour. The patient was also diagnosed heparin-induced thrombocytopenia positive. They also reported "purge pressure high" alarm. Tissue plasminogen activator was started in the purge. Purge flow/purge pressure was back in the normal range. The patient became tachycardic into the 120's and now 140's. The patient was weaned off epiphrine. However, amiodarone was started due to some occasional ectopy competing with paced rhythm. The impella was successfully weaned and explanted.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, limb ischemia, high purge pressure, thrombocytopenia, and vf/vt/af/at has been completed. High purge pressure: the returned product was inspected and a block of calcium was observed blocking the purge gap. There were no other physical abnormalities with the pump. The pump was run in the lab at p9 and the high purge pressure did not reproduce. The purge pressure was in the 800s (mmhg) and there was a gradual rise in purge pressure until high purge pressure alarms and purge system blocked alarms were triggered. There was high purge pressure for about 2 hours until it resolved to normal ranges. Clinical mentioned tissue plasminogen activator (tpa) protocol was initiated. The root cause of the high purge pressure was determined to be biomaterial as evidenced by the gradual rise in the data logs and the lack of high purge pressure reproduction on the returned product. Vascular damage - peripheral vessel, limb ischemia, thrombocytopenia and vt/vf/at/af: the cause of these issues were not determined due to insufficient clinical details.